Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated that the multiclix lancet protrudes beyond the device end-cap. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.